Manufacturer narrative:
D1. Brand name corrected. D4. Serial corrected.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the physician performed an echocardiogram and thought that the device was too deep. The resolution for this issue is unknown. The patient had dark red urine less than 30cc¿s. Patient was on multiple drips. The nurse commented that the patient was going into renal failure. Lactate noted at 5.8. Patient went into ventricular tachycardia during swan placement and had to be defibrillated once in procedure. The patient experienced suction alarms over the weekend due to continuous renal replacement therapy (crrt). The nurse said there¿s renal improvement and signs of neuro status. The physician still wanted to move forward with device removal. It was reported that the procedure was successful. Clinical review: a 54-year-old male suffered an out of hospital cardiac arrest and arrived at the emergency room in ventricular tachycardia requiring continued resuscitation. An impella cp was placed for hemodynamic support. The patient developed temporary acute renal failure with a urine color that could also be suggestive of hemolysis that resolved over the next days. After an off-label prolonged 6 days of support, the patient could be successfully weaned, and the impella cp was removed.